Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace knife head was broken. The user completed the procedure using a backup harmonic ace with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked prior to use with no problem observed. There was no instrument collision during the procedure. A fragment fell next to the knife head and was taken out directly. There was no further injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade. Review of the provided image was consistent with damage at the instrument tip. The event investigation is in progress.